Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a low, out-of-range pacing impedance measurements were observed on this cardiac resynchronization therapy-defibrillation(crt-d) system through the remote monitoring system. Additional information was received that all other measurements were within range. A revision procedure was done and it was noted that all measurements were in range. Furthermore, the physician believes that for now it was not necessary to replace the lead because all other measurements were within normal limits. Hence, the device and lead remain in service. No additional adverse patient effects were reported.